Manufacturer narrative:
Correction: g3 - reportable awareness date of previous report should have been 18 may 2023 rather than 13 may 2023.

Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold were confirmed. As received, a complete lead was returned in two pieces. Final analysis of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance and unacceptable threshold as indication on the device session records. A failure event was also observed during analysis. External insulation abrasion breaching the non-functional cable lumen with the cable coating was noted. The cause of the external insulation abrasion was consistent with friction to another device.

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was explanted and replaced. There were no patient consequences.